Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a red fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The customer also reported the after the driver switch, driver s/n (B)(4) exhibited another fault alarm after the patient's wife restarted the driver. The customer also reported that the driver was restarted at the hospital without any alarms. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The customer reported that the freedom driver exhibited a red fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The customer also reported that after the driver switch, driver s/n (B)(4) exhibited another fault alarm after the patient's wife restarted the driver. The customer also reported that the driver was restarted at the hospital without any alarms. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. The driver in "as received" condition passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or alarms. The driver was tested for an additional 48 hours at normotensive settings, the customer-reported issue was not functionally reproduced. The electronic alarm history revealed a "speaker 1 voltage too high when on" fault code, which can occur during any of the following scenarios: during power cycling of the freedom driver, during onboard battery exchange while operating the driver only on battery power, and/or if an onboard battery is not fully latched in place and intermittent communications can result in a fault alarm. During investigation testing, the driver performed as intended, and there was no evidence of a device malfunction. Despite the customer-reported fault alarm, risk to the patient was low because the driver continued to perform its life-sustaining functions. The driver will be serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.